Manufacturer narrative:
C-1388 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was reported as the result of a retrospective review. Additional information and the return of the reported item for examination was requested but not received. Therefore, there was only very limited information available for this investigation. The appropriate device details were not provided, thus the relevant device manufacturing records could not be identified or reviewed. A specific failure mode was not supplied and the reported instrument was not returned for examination so at this time a root cause can not be identified. Based on this, corin now considers this case closed. However, should any new information be provided this case can be re-opened for further investigation.

Event description:
A trinity mis introducer handle was reported as broken, no further information was supplied.